Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. However, the settings and low bg issues were unable to be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. Reportedly, the cause of the low bg level was due to physical activity and basal settings from the pump. The customer ingested some food to address low bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 77 mg/dl. Reportedly, customer will continue to use the pump for insulin therapy.